Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information and cine review, the cause for the reported device embolization could not be determined. An unexpected medical intervention was a result of case specific circumstances, as the device as removed via snare. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported on (B)(6) 2026 a 14mm amplatzer septal occluder was selected for implant to treat an atrial septal defect (asd). The asd measured 14mm. 3d echocardiogram and transesophageal echocardiogram (tee) were used for device sizing. Intracardiac echocardiography (ice) was used during the procedure. A stability check was performed. Upon release from the delivery cable, the occluder embolized to the aorta. The occluder was snared and removed from the patient. The user believed the patient's extremely floppy septum primum caused the device to embolize. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 14mm amplatzer septal occluder was selected for implant to treat an atrial septal defect (asd). The asd measured 14mm. 3d echocardiogram and transesophageal echocardiogram (tee) were used for device sizing. Intracardiac echocardiography (ice) was used during the procedure. A stability check was performed. Upon release from the delivery cable, the occluder embolized to the aorta. The occluder was snared and removed from the patient. The user believed the patient's extremely floppy septum primum caused the device to embolize. The patient status was stable.